Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported fluid leaked from the connection of the IV set to the non-care fusion stopcock. No patient harm or medical intervention occurred. No further patient/event information was reported.